Event description:
It was reported that a malfunction alarm occurred and attempts to reset it did not resolve the issue. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.